Event description:
One pt sample gave initial ferritin values of 316 ng/ml and 297.9 ng/ml. The real result for this sample was 142,300 ng/ml. This sample was also assayed on a different instrument, same method, and gave initial result of 288 ng/ml. Two other samples from the same pt gave final concentrations of 60,800 ng/ml and 88,000 ng/ml. If add'l info is rec'd, appropriate notification will be provided.